Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. It was not possible to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the piston on the insulin pump does not recognize the reservoir. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.